Event description:
Boston scientific received information that the pacing threshold measurements had increased. It was reported that the pace/sense portion of this right ventricular (rv) lead had dislodged. A revision procedure was performed and the pace/sense portion of this lead was capped and an alternate lead was used for the pace/sense function of the device system. No other adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.